Manufacturer narrative:
(B)(4). The entire lead was received for evaluation. Electrical testing was performed and no anomalies were noted. X-ray examination found damages consistent with that occurring at the time of implant/explant. (B)(4).

Event description:
During implant, the lead was repositioned several times but impedance measurements were noted to be high. A new lead was implanted and the procedure was completed with no adverse patient consequences.